Event description:
During the first pass at the lesion, the advancer did not reach the lesion. During the second pass at the lesion, there was a large drop in speed. The burr made it through the lesion and then stalled. When the physician attempted to pull the advancer out, the pt experienced arterial spasm and the burr could not be dislodged from the artery. The pt went to surgery for removal of the burr and bypass surgery.